Event description:
Related manufacturer reference number: 2017865-2023-23409, related manufacturer reference number: 2017865-2023-23410, related manufacturer reference number: 2017865-2023-23412 and related manufacturer reference number: 2017865-2023-23413. It was reported that patient presented to emergency room. Upon interrogation, it was found that patient's left ventricular (lv) lead exhibited intermittent capture. It was also found from chest x-ray that patient's atrial and right ventricular (rv) lead was dislodged. It was also noted that atrial and rv lead exhibited noise oversensing. Programming changes were made, atrial and rv lead was repositioned. During lead revision procedure, it was found that patient's implantable cardioverter defibrillator (ICD) exhibited loss of capture. Episodes of asystole were also noted. The ICD was explanted and replaced. After attaching the rv lead to new ICD episodes of asystole and arrhythmia was noted. The device went to normal function after few seconds. The patient was stable.